Manufacturer narrative:
The investigation revealed that there was no system malfunction. The case logs from the procedure revealed the CT scan upload from the robot failed, which caused a partial upload of the scan. The observed overall risk level is low, which matches the observed anticipated risk level.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.